Manufacturer narrative:
Device evaluated by MFR: the fathom device was returned for analysis. Upon receipt, the guidewire was found to be detached, bent, and stretched at the distal tip, with the coating observed to be detached or peeled. The customer provided a photograph of the device, which further confirmed that the tip was stretched and kinked, with visible detachment or peeling of the coating. Overall, the device exhibited stretching at the tip and significant coating degradation.

Event description:
It was reported that the wire coating broke off. A 200 cm x 10 cm fathom -14 was selected for use in a prostatic artery embolization (pae) procedure. During insertion into the non-boston scientific microcatheter, it was noted that coating of the wire broke off/detached. The device was removed from the patient, and nothing was left in the patient. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that the wire coating broke off. A 200 cm x 10 cm fathom -14 was selected for use in a prostatic artery embolization (pae) procedure. During insertion into the non-boston scientific microcatheter, it was noted that coating of the wire broke off/detached. The device was removed from the patient, and nothing was left in the patient. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
The device was not returned. The analysis was concluded based on the received photo of the complaint device, and it was observed that the tip was stretched and kinked, also the core wire was observed detached.

Event description:
It was reported that the wire coating broke off. A 200 cm x 10 cm fathom -14 was selected for use in a prostatic artery embolization (pae) procedure. During insertion into the non-boston scientific microcatheter, it was noted that coating of the wire broke off/detached. The device was removed from the patient, and nothing was left in the patient. The procedure was completed using an alternate device. No patient complications were reported.